Event description:
Procedure: thyroidectomy. The surgeon performed a thyroidectomy using the ligasure precise. He had used ligasure one time before without incident. Following the total thyroidectomy, the patient was transferred to recover. Approximately 2 hours post-op, the patient was returned to the operating room for bleeding from the inferior thyroid artery which was found on re-operation to be no longer sealed. It was unanticipated blood loss and it required re-operation.